Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21036453. Medical device expiration date: 2024-03-24. Device manufacture date: 2021-03-22. Medical device lot #: 21015616. Medical device expiration date: 2024-01-11. Device manufacture date: 2021-01-08. Investigation summary: the customer reported the tubing fell apart, and returned one used sample and two labels. There were two reported events but only one sample provided, and it was unclear which lot number the sample belonged to. The two lot numbers were split with the two investigations, but the sample was used with both. The sample was separated at the lower fitment and the complaint is verified. A device history record review for model 2420-0007 lot number 21036453 was performed. The search showed that a total of 34,543 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the silicon showed no evidence of the ring retainer being attached during assembly, and this is the root cause for the failure. No other failure modes were observed.

Event description:
It was reported that as lvp 20d 2ss cv fell apart. The following information was provided by the initial reporter: it was reported that they had two incidents of these falling apart.

Manufacturer narrative:
H.6. Investigation: the customer reported the tubing fell apart, and returned one used sample and two labels. There were two reported events but only one sample provided, and it was unclear which lot number the sample belonged to. The sample was separated at the lower fitment and the complaint is verified. The silicon showed no evidence of the ring retainer being attached during assembly, and this is the root cause for the failure. No other failure modes were observed. A device history record review for model 2420-0007 lot number 21015616 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21036453 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #21036453 regarding item #2420-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #21015616 regarding item #2420-0007.

Event description:
It was reported that as lvp 20d 2ss cv fell apart. The following information was provided by the initial reporter: it was reported that they had two incidents of these falling apart.